Manufacturer narrative:
Final device analysis revealed no significant anomalies on the ipg-it was functionally ok. There was foreign material under the grommet of setscrew #7. The extensions were ok, but cut through (suspected explant damage).

Event description:
The device was removed due to shocking sensations. The patient outcome is unknown. Further information is being requested at this time.